Manufacturer narrative:
(B)(4). Instradent USA, inc. Is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 3 years and 8 months after the implant was installed in the patient's mouth occurred its fracture.